Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and an obturator sling was implanted. The patient experienced pain, erosion of her internal tissues. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic assisted vaginal hysterectomy/bilateral salpingo-oophorectomy, mccall¿s culdoplasty, posterior repair and cystoscopy due to pelvic mass, pelvic pain, rectocele and stress urinary incontinence. The patient experienced pain, erosion, infection, bleeding, vaginal scarring and urinary problems. The patient underwent mesh removal on 07/24/2005. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional patient codes: (B)(4)-urgency, (B)(4)- frequency, (B)(4)-urinary retention, (B)(4)-discomfort details: it was reported that following insertion the patient experienced urgency, frequency, urinary retention and discomfort.